Event description:
It was reported that during a new patient implant procedure, the surgeon was having a hard time seeing the connector pin past the setscrew connector block and felt that it was hard to push in. The surgeon backed off the setscrew, re-inserted the connector pin, and saw high impedance. These steps were repeated, and the connector pin was still hard to fully insert. The pin was visualized past the setscrew connector block, but high impedance was still seen. An impedance value within normal limits was seen once, but it was on the higher end, so the surgeon did not feel comfortable proceeding with the generator. Before the surgeon could use a test resistor, the septum plug came out, which the company representative believes was caused by the surgeon backing out multiple times. The surgeon checked anchor points on the nerve, ran system diagnostics with the test resistor, and impedance was within normal limits. The surgeon went to re-insert the pin again, but the test resistor would not come loose from the generator, and the plug popped out again. The surgeon was unable to loosen the screw, as it was likely stripped. The surgeon kept turning the screwdriver past 3 clicks and could not get the test resistor out. A new generator was opened and connected to the lead. Impedance was just barely high, but the surgeon did not feel comfortable with the value, so a new lead was also implanted. Good impedance was then seen. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. Suspect generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned lead. There were seven sets of setscrew marks observed on the connector pin which provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin. This ensures a good electrical connection to the lead at one point in time. Though not conclusive, the connector pin tip contacting the setscrew during lead insertion could have been a contributing factor for the alleged insertion difficulties. There is no evidence to suggest any device-related anomaly with the returned lead that could have contributed to the insertion difficulties. Continuity checks of the returned lead assembly was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. Product analysis was completed on the suspect generator. Visual observations were most likely associated with manipulation of the device during the implant procedure. The returned septum was cored and showed damage on the underneath side, indicating that the setscrew was extracted up into the septum. The returned setscrew socket showed to be stripped and filled with septum debris. Once the debris was removed, it was found that the setscrew socket was partially stripped. This is due to the torque wrench not fully being inserted into the setscrew socket. The pulse generator performed according to functional specifications. It has been concluded that user error caused the event. No other relevant information has been received to date.

Manufacturer narrative:
B5: corrected event description, initial report: inadvertently noted that the suspect device was not received by the manufacturer to undergo analysis when it has already been received. D9: corrected whether device was available for evaluation, initial report: inadvertently listed that it was not available when it had already been received h3: corrected whether device had been evaluated by manufacturer, initial report: inadvertently selected wrong option and did not use code.

Event description:
The suspect generator and lead were received by the manufacturer to undergo product analysis. Analysis has not been completed to date.